Event description:
It was reported that the patient experienced intermittent stimulation from their implantable neurostimulator (ins). It was noted that the patient¿s ins was ¿pretty high, it¿s between my shoulder blades¿. The patient stated that, this morning, they had difficulty turning the device on and when they did get it on it was obvious to them that it was ¿not working correctly¿. They tried adjusting the stimulation to see if that would make a difference and had to turn the stimulation ¿way up¿ to feel it and confirmed that they still felt the stimulation intermittently (like its ¿going off and on¿). The patient also stated that the felt the stimulation in places they had never felt it before. The patient confirmed that all of these issues just started today and had no recent falls or trauma. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 37742, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Code was removed, as it is no longer applicable.

Event description:
Additional information was received on (B)(6) 2015 from a patient who had an implantable neurostimulator (ins) for intercostal neuralgia. It was reported that their device had stopped being as effective for a 2nd time in 2014, and that a company representative (rep) had been made aware of this issue in (B)(6) 2015. No additional patient symptoms or interventions were reported. A supplemental report will be submitted if additional information is received.